Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Customer is using expired product for testing. Using expired product may be a cause for the unexpected results experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging receiving discrepant inratio values. Date: (B)(6) 2014, inratio 3.2; retest 1.0. Five minutes between tests. Patient's therapeutic range 2-3. Patient self tester reported unable to obtain sufficient blood sample; milking finger after fingerstick and using one fingerstick for multiple tests. No reported adverse patient sequela. No additional information provided.